Manufacturer narrative:
Motor error alarms during rewind due to corroded motor home switch. Unable to perform displacement, prime, basic occlusion and occlusion tests due to motor error alarms during rewind.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 182 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.